Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Replacement camera shipped to site (B)(4) 2014. Medtronic investigation of returned suspect device finds that the returned psu was very battered with nicks and scratched and, as reported, the psu failed an aak test at .47 mm. Electrical failure, failed diagnostic test, directly caused the event.

Event description:
A medtronic representative reported that the positioning sensor unit (psu) failed a accuracy assessment kit (aak) test and requested it be replaced. There was no patient present when this issue was identified.